Event description:
Caller reported a malfunction on the pump with malfunction code malf 5. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support sent a replacement pump, arranged backup therapy to prevent insulin delivery interruption, and provided instructions for returning the malfunctioning pump. Caller understood and acknowledged the guidance provided.